Event description:
During a laparoscopic low anterior resection procedure, the device was used to staple the rectum. While trying to articulate the device, the articulation knob broke. The articulation area of the endocutter was outside the trocar so there was no resistance of any object. Not noted how case completed.